Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12047. It was reported, the pt's system has been ineffective at relieving her pain, since a week after the permanent system was implanted. It was also reported, the pt has felt intermittent electrical shocking and pulsations going down her arms, legs and across her back. Decreasing the amplitude eliminates these sensations. In addition, it was reported, the pt has visible swelling from the ipg site and for about 3-4 inches along the lead that goes to her spine. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.